Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequence? - no. Did clips fall off of vessel after applied? - yes. Were clips that were applied to vessel malformed?- no. Was the bipolar sufficient to control leak?- yes.

Event description:
During the lap cholecystectomy, the clip applier was used the clips were not applied like before 3 clips were applied on cbd still leak occurred so have use bipolar to ligate.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el314 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.